Manufacturer narrative:
(B)(4). The device is not expected to be returned since the report is from an article. The manufacturer will continue to monitor and trend related events.

Event description:
Per article that appeared in case reports in critical care 2016;2016 (article ID (B)(4)): this article describes a case in which an ez-io catheter was inserted into the proximal humerus of a (B)(6) year old female in diabetic ketoacidosis due to difficulty obtaining IV access. Treatment of 0.9% saline and insulin was administered through her io catheter until her condition was stabilized. Attempts to remove the catheter at the bedside using the traditional method failed; and x-rays revealed a bent catheter. Orthopedic physicians were consulted, options discussed and the patient opted for the surgical intervention that was required for removal. The catheter was removed intact without further problems. The nurse that inserted the catheter noted the patient refused an attempt to stabilize the insertion site when the catheter was placed. Discussion and a brief review of the literature included information on available io devices and complications, noting complications depend on the device, training and experience of clinicians.

Manufacturer narrative:
Qn#(B)(4). A review of the photos provided showed a x-ray of the ez-io cannula in the patient and also the cannula after surgical removal. After removal the cannula had approximately a 90 degree bend at the mid-length mark. No lot number was provided and therefore no review could be performed. No sample was returned for evaluation. Based on the review of the pictures, the report that the needle was bent was confirmed and it could be determined that the cannula bent after the insertion and stylet removal was completed. The complainant stated that the patient refused for the cannula to be stabilized after placement, which likely contributed to the event. The instructions for use state that the "ez-io stabilizer is strongly recommended for all ez-io insertions." If neither the stabilizer or another means is used to stabilize the cannula, there is the potential for the cannula to bend due to patient movement.

Event description:
Per article that appeared in case reports in critical care 2016;2016 (article ID (B)(4)): this article describes a case in which an ez-io catheter was inserted into the proximal humerus of a (B)(6) female in diabetic ketoacidosis due to difficulty obtaining IV access. Treatment of 0.9% saline and insulin was administered through her io catheter until her condition was stabilized. Attempts to remove the catheter at the bedside using the traditional method failed; and x-rays revealed a bent catheter. Orthopedic physicians were consulted, options discussed and the patient opted for the surgical intervention that was required for removal. The catheter was removed intact without further problems. The nurse that inserted the catheter noted the patient refused an attempt to stabilize the insertion site when the catheter was placed. Discussion and a brief review of the literature included information on available io devices and complications, noting complications depend on the device, training and experience of clinicians.